Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Despite ongoing occlusion problems, the customer chose not to seek further assistance, however, did revert to an alternate method of insulin therapy.